Event description:
After intra-aortic balloon pump for seven days, blood was noted in the catheter. (Event complications: none from the event-reported 5/20/98.) (Pt's current status: unk-reported 5/20/98).